Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 84, 108, 144, 137 and 121 mg/dl; result of 137 mg/dl was reported as being performed non-fasting. The customer's expected fasting blood glucose test result is 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 318 mg/dl and 297 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is primarily concerned with all of the readings because they are lower than his expected range of 170 mg/dl. Customer says his meter was reading lower since his a1c translates to the average of a 177 mg/dl and he thought he was reading lower than usual.